Event description:
It was reported that during a laparoscopic radical hysterectomy procedure, the jaw of the device would not open during surgery. There was no serious outcome. Unknown how case was completed. Surgery was prolonged five minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.